Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included bench handling, defib cycle testing, and keypad panel testing without duplicating the customer's report. The device was recertified and returned to the customer. The electrode pads and multi-function cable used were not returned as part of this investigation. No trend is associated with reports of this type.